Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.

Event description:
It was reported that the atrial intrinsic amplitudes was out of range and this right atrial (ra) lead exhibited undersensing. An in-office review was suggested to review sensing parameters. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter facility address, city, and zip code.

Event description:
It was reported that the atrial intrinsic amplitudes was out of range and this right atrial (ra) lead exhibited undersensing. An in-office review was suggested to review sensing parameters. No adverse patient effects were reported. The lead remains implanted.